Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right-side essure coil was no longer located in her right-side fallopian tube /he was not confident the essure was in the right place") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "do not use any birth control or contraception at any time following your essure placement procedure.". The patient's medical history included abdominal pain in 2012, ruptured ectopic pregnancy in november 2013, gravida ii, parity 1 (total number of live births: 1:(B)(6) 2001), recurrent abortion, ectopic pregnancy, back pain, muscle spasm, migraine, seasonal allergy, bee sting, tobacco user, migraine headache, vulvovaginal candidiasis, bacterial vaginosis, metatarsalgia, painful feet, temperature intolerance, vaginal bleeding, hemoperitoneum and urinary tract infection. Plaintiff do not claimed that she was allergic to nickel and did not experienced any hypersensitivity reaction to nickel or any other component of essure. Patient denied use of alcohol. Denies any concerns. *(B)(6) 2011 : ap and lateral views of the lumbar spine : no osseous abnormality of the lumbar spine. (B)(6) 2013 : lbc cervical : negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. (B)(6) 2013 : tissue exam : fallopian tube, left salpingectomy fallopian tube with ruptured ectopic pregnancy. Previously administered products included for an unreported indication: rizatriptan, benadryl, multivitamins, tylenol, phenazopyridine, fluconazole, methotrexate, ciprofloxacin, demerol and depo. Concurrent conditions included latex allergy (rash or itch), allergic to cats, anxiety, iron deficiency anemia, acne aggravated, mood swings, libido decreased, appendicitis, bowel perforation, renal stone, ureteral calculus, menorrhagia, uterine bleeding, myofascial pain syndrome, anesthesia and loss of libido. Family history included hypertension (father, mother& siblings), heart attack (father & mother), diabetes mellitus (father & mother), ovarian cancer (mother), colon cancer (father), testicular cancer (father), graves' disease (father), disorder circulatory system (dad), ovarian cancer (sister), cervical cancer (sister) and breast cancer. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient was found to have weight decreased ("weight loss"). In march 2015, the patient experienced dysmenorrhoea ("painful cycles/menstrual pain/menstrual pain during cycles"), migraine ("migraines/migraines head/frequent migraines"), depression ("depression"), nausea ("nausea"), dyspareunia ("pain during intercourse") and dizziness ("dizziness / lightheaded"). In june 2015, the patient experienced back pain ("severe back pain/dull ache back pain/chronic back pain /radiating back pain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In july 2015, the patient experienced fatigue ("fatigue"). In august 2016, the patient experienced alopecia ("hair loss"). In february 2017, the patient experienced muscle spasms ("back spasm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, weight fluctuation ("weight fluctuations"), headache ("headache") and libido decreased ("decreased libido"). The patient was treated with ketorolac tromethamine (toradol) and surgery (removal of essure, removal of essure and undewent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, back pain, fatigue, weight fluctuation, headache, depression, nausea, weight decreased, dyspareunia, alopecia, muscle spasms and dizziness had resolved and the libido decreased outcome was unknown. The reporter considered alopecia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, migraine, muscle spasms, nausea, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient claimed that use of essure caused or aggravated any psychiatric and/or psychological condition. She never experienced the injuries before the date of essure placement. She not sought medical treatment for depression, back pain, pain during intercourse. Current weight: 121 approximate weight at the time of essure placement: 116. Treatment drug excedrin used for migraines. She herself chose to have the essure device removed due to severe abdominal pain and other painful and unpleasant side-effects. (B)(6) 2017 : mr : patient is allergic to stinging insects, cat dander. Historical drug include - epi pen, excedrin for migraine, metronidazole- for bacterial vaginosis patient allergy - honey bee venom (hymenoptera allergic extract), shellfish, npo-mn she has a history of a left salpingectomy for a ruptured ectopic pregnancy this year. Essure was placed on the patient¿s right with 5 coils remaining. Patient historical condition include - carpel tunnel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: negative; on (B)(6) 2015: results: right coil was not located in her right tube no evidence of left fallopian tube patency status post essure placement. Free spill of contrast in to the peritoneum through a patent right fallopian tube.; on (B)(6) 2015: the device is not in the tube and appears to be lying in the pelvis.; on (B)(6) 2018: full blockage of the tube in which the essure device was implanted.. Hysteroscopy - on an unknown date: results: no coils in uterus. Pathology test - on (B)(6) 2017: cervix, uterus, bilateral fallopian tubes¿: a 75 gram uterine body with attached cervix measuring 8 x 48 x 3.4 cm with a 2.4 x 23 cm cervix with a o.9cm os. There is also an additional filschie clip present in the specimen container. The serosa is pink-tan and glistening. The endometrium is tan and 0.3 cm in thickness. The myometrium is pink-tarn and 1.5 cm in maximal thickness. No myometrial lesions arev identified. There are two fallopian tubes present on the uterine body. The left fallopian tube has a filschie clip present and the tube is 3.2 cm long by up to 0,4 cm in diameter. The right fallopian tube is previously ligated, measures 4 cm long by up to 0.5 cm in diameter. There are fimbriae present on each tube. Sectioning through the left fallopian tube reveals a grossly unremarkable cut surface. No essure metallic coil is identified in the left fallopian tube. Sectioning through the right fallopian tube reveals an essure metallic coil measuring 3 cm long by 0.2 cm in diameter. Gross photographs are taken. Sections: 1)cervix 2) endo myometrium 3) left fallopian tube 4) right fallopian tube, sl/eh.. Ultrasound pelvis - on (B)(6) 2016: results: probable dysmenorrhea; on (B)(6) 2017: normal saline-infusion sonogram with no filling defects. Tiny clots seen moving with fluid infusion.. X-ray - on an unknown date: results: confirms essure in the right tube; on (B)(6) 2015: portable ap radiograph : there is an essure device superimposed over the right hemi pelvis. Trocars are in place. (Right essure device.). X-ray limb - on (B)(6) 2014: - most probably a cortical cyst of the carpel scaphoid bone on its distal medially medial aspect. Positive ulnar variance. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Events:libido decreased were added. Concomitant condition ,lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right-side essure coil was no longer located in her right-side fallopian tube /he was not confident the essure was in the right place') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "do not use any birth control or contraception at any time following your essure placement procedure.". The patient's medical history included ruptured ectopic pregnancy in (B)(6) 2013, abdominal pain in 2012, gravida ii, parity 1 (total number of live births: 1:(B)(6) 2001), recurrent abortion, ectopic pregnancy, back pain, muscle spasm, migraine, seasonal allergy, bee sting, tobacco user, migraine headache, vulvovaginal candidiasis, bacterial vaginosis, metatarsalgia, painful feet, temperature intolerance, vaginal bleeding, hemoperitoneum and urinary tract infection. Plaintiff do not claimed that she was allergic to nickel and did not experienced any hypersensitivity reaction to nickel or any other component of essure. Patient denied use of alcohol. Denies any concerns. *(B)(6) 2011 : ap and lateral views of the lumbar spine : no osseous abnormality of the lumbar spine. (B)(6) 2013 : lbc cervical : negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. (B)(6) 2013 : tissue exam : fallopian tube, left salpingectomy fallopian tube with ruptured ectopic pregnancy. Previously administered products included for an unreported indication: rizatriptan, benadryl, multivitamins, tylenol, phenazopyridine, fluconazole, methotrexate, ciprofloxacin, demerol and depo. Concurrent conditions included latex allergy (rash or itch), allergic to cats, anxiety, iron deficiency anemia, acne aggravated, mood swings, libido decreased, appendicitis, bowel perforation, renal stone, ureteral calculus, menorrhagia, uterine bleeding, myofascial pain syndrome, anesthesia and loss of libido. Family history included hypertension (father, mother& siblings), heart attack (father & mother), diabetes mellitus (father & mother), ovarian cancer (mother), colon cancer (father), testicular cancer (father), graves' disease (father), disorder circulatory system (dad), ovarian cancer (sister), cervical cancer (sister) and breast cancer. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have the first episode of weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful cycles/menstrual pain/menstrual pain during cycles"), migraine ("migraines/migraineshead/frequent migraines"), depression ("depression"), nausea ("nausea"), dyspareunia ("pain during intercourse") and dizziness ("dizziness / lightheaded"). In (B)(6) 2015, the patient experienced back pain ("severe back pain/dull ache back pain/chronic back pain /radiating back pain"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced muscle spasms ("back spasm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, headache ("headache"), libido decreased ("decreased libido") and menorrhagia ("heavy bleeding") and was found to have the second episode of weight decreased ("weight fluctuations- weight loss"). The patient was treated with ketorolac tromethamine (toradol) and surgery (removal of essure and "underwent" a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, back pain, fatigue, the last episode of weight decreased, headache, depression, nausea, dyspareunia, alopecia, muscle spasms and dizziness had resolved and the libido decreased and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, muscle spasms, nausea, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: patient claimed that use of essure caused or aggravated any psychiatric and/or psychological condition. She never experienced the injuries before the date of essure placement. She not sought medical treatment for depression, back pain, pain during intercourse. Current weight: 121 approximate weight at the time of essure placement: 116. Treatment drug excedrin used for migraines. She herself chose to have the essure device removed due to severe abdominal pain and other painful and unpleasant side-effects. (B)(6) 2017 : mr : patient is allergic to stinging insects, cat dander. Historical drug include - epi pen, exedrin for migraine, metronidazole- for bacterial vaginosis patient allergy - honey bee venom (hymenoptera allergic extract), shellfish, npo-mn she has a history of a left salpingectomy for a ruptured ectopic pregnancy this year. Essure was placed on the patient¿s right with 5 coils remaining. Patient historical condition include - carpel tunnel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: negative; on (B)(6) 2015: results: right coil was not located in her right tube no evidence of left fallopian tube patency status post essure placement. Free spill of contrast in to the peritoneum through a patent right fallopian tube.; on (B)(6) 2015: the device is not in the tube and appears to be lying in the pelvis.; on (B)(6) 2018: full blockage of the tube in which the essure device was implanted. Hysteroscopy - on an unknown date: results: no coils in uterus. Pathology test - on (B)(6) 2017: cervix, uterus, bilateral fallopian tubes¿: a 75 gram uterine body with attached cervix measuring 8 x 48 x 3.4 cm with a 2.4 x 23 cm cervix with a o.9cm os. There is also an additional filschie clip present in the specimen container. The serosa is pink-tan and glistening. The endometrium is tan and 0.3 cm in thickness. The myometrium is pink-tarn and 1.5 cm in maximal thickness. No myometrial lesions "are" identified. There are two fallopian tubes present on the uterine body. The left fallopian tube has a filschie clip present and the tube is 3.2 cm long by up to 0,4 cm in diameter. The right fallopian tube is previously ligated, measures 4 cm long by up to 0.5 cm in diameter. There are fimbriae present on each tube. Sectioning through the left fallopian tube reveals a grossly unremarkable cut surface. No essure metallic coil is identified in the left fallopian tube. Sectioning through the right fallopian tube reveals an essure metallic coil measuring 3 cm long by 0.2 cm in diameter. Gross photographs are taken. Sections: 1)cervix 2) endo myometrium 3) left fallopian tube 4) right fallopian tube, sl/eh.. Ultrasound pelvis - on (B)(6) 2016: results: probable dysmenorrhea; on (B)(6) 2017: normal saline-infusion sonogram with no filling defects. Tiny clots seen moving with fluid infusion.. X-ray - on an unknown date: results: confirms essure in the right tube; on (B)(6) 2015: portable ap radiograph : there is an essure device superimposed over the right hemi pelvis. Trocars are in place. (Right essure device.). X-ray limb - on (B)(6) 2014: - most probably a cortical cyst of the carpel scaphoid bone on its distal medially medial aspect. Positive ulnar variance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right-side essure coil was no longer located in her right-side fallopian tube /he was not confident the essure was in the right place') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "donot use any birth control or contraception at any time following your essure placement procedure.". The patient's medical history included ruptured ectopic pregnancy in (B)(6) 2013, abdominal pain in 2012, gravida ii, parity 1 (total number of live births: 1:(B)(6) 2001), recurrent abortion, ectopic pregnancy, back pain, muscle spasm, migraine, seasonal allergy, bee sting, tobacco user, migraine headache, vulvovaginal candidiasis, bacterial vaginosis, metatarsalgia, painful feet, temperature intolerance, vaginal bleeding, hemoperitoneum and urinary tract infection. Plaintiff do not claimed that she was allergic to nickel and did not experienced any hypersensitivity reaction to nickel or any other component of essure. Patient denied use of alcohol. Denies any concerns. *(B)(6) 2011 : ap and lateral views of the lumbar spine : no osseous abnormality of the lumbar spine. (B)(6) 2013 : lbc cervical : negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. (B)(6) 2013 : tissue exam : fallopian tube, left salpingectomy fallopian tube with ruptured ectopic pregnancy. Previously administered products included for an unreported indication: rizatriptan, benadryl, multivitamins, tylenol, phenazopyridine, fluconazole, methotrexate, ciprofloxacin, demerol and depo. Concurrent conditions included latex allergy (rash or itch), allergic to cats, anxiety, iron deficiency anemia, acne aggravated, mood swings, libido decreased, appendicitis, bowel perforation, renal stone, ureteral calculus, menorrhagia, uterine bleeding, myofascial pain syndrome, anesthesia and loss of libido. Family history included hypertension (father, mother& siblings), heart attack (father & mother), diabetes mellitus (father & mother), ovarian cancer (mother), colon cancer (father), testicular cancer (father), graves' disease (father), disorder circulatory system (dad), ovarian cancer (sister), cervical cancer (sister) and breast cancer. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain. On 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have the first episode of weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful cycles/menstrual pain/menstrual pain during cycles"), migraine ("migraines/migraineshead/frequent migraines"), depression ("depression"), nausea ("nausea"), dyspareunia ("pain during intercourse") and dizziness ("dizziness / lightheaded"). In june 2015, the patient experienced back pain ("severe back pain/dull ache back pain/chronic back pain /radiating back pain"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced muscle spasms ("back spasm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, headache ("headache"), libido decreased ("decreased libido"), menorrhagia ("heavy bleeding") and loss of libido ("loss of libido") and was found to have the second episode of weight decreased ("weight fluctuations- weight loss"). The patient was treated with ketorolac tromethamine (toradol) and surgery (removal of essure and undewent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, back pain, fatigue, the last episode of weight decreased, headache, depression, nausea, dyspareunia, alopecia, muscle spasms and dizziness had resolved and the libido decreased, menorrhagia and loss of libido outcome was unknown. The reporter considered alopecia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, loss of libido, menorrhagia, migraine, muscle spasms, nausea, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: patient claimed that use of essure caused or aggravated any psychiatric and/or psychological condition. She never experienced the injuries before the date of essure placement. She not sought medical treatment for depression, back pain, pain during intercourse. Current weight: 121. Approximate weight at the time of essure placement: 116. Treatment drug excedrin used for migraines. She herself chose to have the essure device removed due to severe abdominal pain and other painful and unpleasant side-effects. (B)(6) 2017 : mr : patient is allergic to stinging insects, cat dander. Historical drug include - epi pen, exedrin for migraine, metronidazole- for bacterial vaginosis patient allergy - honey bee venom (hymenoptera allergic extract), shellfish, npo-mn she has a history of a left salpingectomy for a ruptured ectopic pregnancy this year. Essure was placed on the patient¿s right with 5 coils remaining. Patient historical condition include - carpel tunnel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: negative; on (B)(6) 2015: results: right coil was not located in her right tube. No evidence of left fallopian tube patency. Status post essure placement. Free spill of contrast in to the peritoneum through a patent right fallopian tube.; on (B)(6) 2015: the device is not in the tube and appears to be lying in the pelvis.; on (B)(6) 2018: full blockage of the tube in which the essure device was implanted.. Hysteroscopy - on an unknown date: results: no coils in uterus. Pathology test - on (B)(6) 2017: cervix, uterus, bilateral fallopian tubes¿: a 75 gram uterine body with attached cervix measuring 8 x 48 x 3.4 cm with a 2.4 x 23 cm cervix with a o.9cm os. There is also an additional filschie clip present in the specimen container. The serosa is pink-tan and glistening. The endometrium is tan and 0.3 cm in thickness. The myometrium is pink-tarn and 1.5 cm in maximal thickness. No myometrial lesions arev identified. There are two fallopian tubes present on the uterine body. The left fallopian tube has a filschie clip present and the tube is 3.2 cm long by up to 0,4 cm in diameter. The right fallopian tube is previously ligated, measures 4 cm long by up to 0.5 cm in diameter. There are fimbriae present on each tube. Sectioning through the left fallopian tube reveals a grossly unremarkable cut surface. No essure metallic coil is identified in the left fallopian tube. Sectioning through the right fallopian tube reveals an essure metallic coil measuring 3 cm long by 0.2 cm in diameter. Gross photographs are taken. Sections: 1)cervix 2) endo myometrium 3) left fallopian tube 4) right fallopian tube, sl/eh.. Ultrasound pelvis - on (B)(6) 2016: results: probable dysmenorrhea; on (B)(6) 2017: normal saline-infusion sonogram with no filling defects. Tiny clots seen moving with fluid infusion.. X-ray - on an unknown date: results: confirms essure in the right tube; on (B)(6) 2015: portable ap radiograph : there is an essure device superimposed over the right hemi pelvis. Trocars are in place. (Right essure device.). X-ray limb - on (B)(6) 2014: - most probably a cortical cyst of the carpel scaphoid bone on its distal medially medial aspect. Positive ulnar variance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event:loss of libido were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right-side essure coil was no longer located in her right-side fallopian tube /he was not confident the essure was in the right place') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "do not use any birth control or contraception at any time following your essure placement procedure.". The patient's medical history included ruptured ectopic pregnancy in (B)(6) 2013, abdominal pain in 2012, gravida ii, parity 1 (total number of live births: 1:(B)(6) 2001), recurrent abortion, ectopic pregnancy, back pain, muscle spasm, migraine, seasonal allergy, bee sting, tobacco user, migraine headache, vulvovaginal candidiasis, bacterial vaginosis, metatarsalgia, painful feet, temperature intolerance, vaginal bleeding, hemoperitoneum and urinary tract infection. Plaintiff do not claimed that she was allergic to nickel and did not experienced any hypersensitivity reaction to nickel or any other component of essure. Patient denied use of alcohol. Denies any concerns. *(B)(6) 2011 : ap and lateral views of the lumbar spine : no osseous abnormality of the lumbar spine. (B)(6) 2013 : lbc cervical : negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. (B)(6) 2013 : tissue exam : fallopian tube, left salpingectomy fallopian tube with ruptured ectopic pregnancy. Previously administered products included for an unreported indication: rizatriptan, benadryl, multivitamins, tylenol, phenazopyridine, fluconazole, methotrexate, ciprofloxacin, demerol and depo. Concurrent conditions included latex allergy (rash or itch), allergic to cats, anxiety, iron deficiency anemia, acne aggravated, mood swings, libido decreased, appendicitis, bowel perforation, renal stone, ureteral calculus, menorrhagia, uterine bleeding, myofascial pain syndrome, anesthesia and loss of libido. Family history included hypertension (father, mother& siblings), heart attack (father & mother), diabetes mellitus (father & mother), ovarian cancer (mother), colon cancer (father), testicular cancer (father), graves' disease (father), disorder circulatory system (dad), ovarian cancer (sister), cervical cancer (sister) and breast cancer. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have the first episode of weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful cycles/menstrual pain/menstrual pain during cycles"), migraine ("migraines/migraines head/frequent migraines"), depression ("depression"), nausea ("nausea"), dyspareunia ("pain during intercourse") and dizziness ("dizziness / lightheaded"). In (B)(6) 2015, the patient experienced back pain ("severe back pain/dull ache back pain/chronic back pain /radiating back pain"). In 2015, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced muscle spasms ("back spasm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, headache ("headache"), libido decreased ("decreased libido") and menorrhagia ("heavy bleeding") and was found to have the second episode of weight decreased ("weight fluctuations- weight loss"). The patient was treated with ketorolac tromethamine (toradol) and surgery (removal of essure and underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, back pain, fatigue, the last episode of weight decreased, headache, depression, nausea, dyspareunia, alopecia, muscle spasms and dizziness had resolved and the libido decreased and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, muscle spasms, nausea, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: patient claimed that use of essure caused or aggravated any psychiatric and/or psychological condition. She never experienced the injuries before the date of essure placement. She not sought medical treatment for depression, back pain, pain during intercourse. Current weight: 121. Approximate weight at the time of essure placement: 116. Treatment drug excedrin used for migraines. She herself chose to have the essure device removed due to severe abdominal pain and other painful and unpleasant side-effects. (B)(6) 2017 : mr : patient is allergic to stinging insects, cat dander. Historical drug include - epi pen, exedrin for migraine, metronidazole- for bacterial vaginosis patient allergy - honey bee venom (hymenoptera allergic extract), shellfish, npo-mn she has a history of a left salpingectomy for a ruptured ectopic pregnancy this year. Essure was placed on the patient¿s right with 5 coils remaining. Patient historical condition include - carpel tunnel. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: negative; on (B)(6) 2015: results: right coil was not located in her right tube no evidence of left fallopian tube patency status post essure placement. Free spill of contrast in to the peritoneum through a patent right fallopian tube.; on (B)(6) 2015: the device is not in the tube and appears to be lying in the pelvis.; on (B)(6) 2018: full blockage of the tube in which the essure device was implanted.. Hysteroscopy - on an unknown date: results: no coils in uterus. Pathology test - on (B)(6) 2017: cervix, uterus, bilateral fallopian tubes¿: a 75 gram uterine body with attached cervix measuring 8 x 48 x 3.4 cm with a 2.4 x 23 cm cervix with a o.9cm os. There is also an additional filschie clip present in the specimen container. The serosa is pink-tan and glistening. The endometrium is tan and 0.3 cm in thickness. The myometrium is pink-tarn and 1.5 cm in maximal thickness. No myometrial lesions arev identified. There are two fallopian tubes present on the uterine body. The left fallopian tube has a filschie clip present and the tube is 3.2 cm long by up to 0,4 cm in diameter. The right fallopian tube is previously ligated, measures 4 cm long by up to 0.5 cm in diameter. There are fimbriae present on each tube. Sectioning through the left fallopian tube reveals a grossly unremarkable cut surface. No essure metallic coil is identified in the left fallopian tube. Sectioning through the right fallopian tube reveals an essure metallic coil measuring 3 cm long by 0.2 cm in diameter. Gross photographs are taken. Sections: 1)cervix 2) endo myometrium 3) left fallopian tube 4) right fallopian tube, sl/eh.. Ultrasound pelvis - on (B)(6) 2016: results: probable dysmenorrhea; on (B)(6) 2017: normal saline-infusion sonogram with no filling defects. Tiny clots seen moving with fluid infusion.. X-ray - on an unknown date: results: confirms essure in the right tube; on (B)(6) 2015: portable ap radiograph : there is an essure device superimposed over the right hemi pelvis. Trocars are in place. (Right essure device.). X-ray limb - on (B)(6) 2014: - most probably a cortical cyst of the carpel scaphoid bone on its distal medially medial aspect. Positive ulnar variance. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received. New event heavy bleeding was added. Event weight fluctuation was updated to weight loss. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right-side essure coil was no longer located in her right-side fallopian tube") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain in 2012, ruptured ectopic pregnancy in (B)(6) 2013, gravida ii, parity 1 (total number of live births: 1:(B)(6) 2001), miscarriage of pregnancy, ectopic pregnancy, back pain, muscle spasm, migraine, seasonal allergy, bee sting, tobacco user, migraine headache, vulvovaginal candidiasis, bacterial vaginosis, metatarsalgia, painful feet, temperature intolerance, vaginal bleeding, hemoperitoneum and urinary tract infection. Plaintiff do not claimed that she was allergic to nickel and did not experienced any hypersensitivity reaction to nickel or any other component of essure. Patient denied use of alcohol. Denies any concerns. Previously administered products included for an unreported indication: rizatriptan on (B)(6) 2013, benadryl, multivitamins, tylenol, phenazopyridine, fluconazole, methotrexate, ciprofloxacin, demerol and depo. Concurrent conditions included latex allergy (rash or itch), allergic to cats, anxiety, iron deficiency anemia, acne aggravated, mood swings, libido decreased, appendicitis, bowel perforation, renal stone, ureteral calculus, menorrhagia, uterine bleeding, myofascial pain syndrome and anesthesia. Family history included hypertension (father, mother& siblings), heart attack (father & mother), diabetes mellitus (father & mother), ovarian cancer (mother), colon cancer (father), testicular cancer (father), graves' disease (father), disorder circulatory system (dad), ovarian cancer (sister), cervical cancer (sister) and breast cancer. Concomitant products included oxycocet (percocet) for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful cycles/menstrual pain/menstrual pain during cycles"), migraine ("migraines/migraines head/frequent migraines"), depression ("depression"), nausea ("nausea"), dyspareunia ("pain during intercourse") and dizziness ("dizziness / lightheaded"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced back pain ("severe back pain/dull ache back pain/chronic back pain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced muscle spasms ("back spasm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, weight fluctuation ("weight fluctuations"), headache ("headache") and treatment noncompliance ("do not use any birth control or contraception at any time following your essure placement procedure."). The patient was treated with ketorolac tromethamine (toradol), surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy), surgery (removal of essure) and surgery (removal of essure). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea and migraine had resolved. At the time of the report, the device dislocation, genital haemorrhage, back pain, fatigue, weight fluctuation, headache, depression, nausea, weight decreased, dyspareunia, alopecia, muscle spasms and dizziness had resolved and the treatment noncompliance outcome was unknown. The reporter considered alopecia, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, muscle spasms, nausea, treatment noncompliance, weight decreased and weight fluctuation to be related to essure. The reporter commented: patient claimed that use of essure caused or aggravated any psychiatric and/or psychological condition. She never experienced the injuries before the date of essure placement. She not sought medical treatment for depression, back pain, pain during intercourse. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Treatment drug excedrin used for migraines. She herself chose to have the essure device removed due to severe abdominal pain and other painful and unpleasant side-effects. (B)(6) 2017 : (B)(6): patient is allergic to stinging insects, cat dander. Historical drug include - epi pen, excedrin for migraine, metronidazole- for bacterial vaginosis patient allergy - honey bee venom (hymenoptera allergic extract), shellfish, npo-mn she has a history of a left salpingectomy for a ruptured ectopic pregnancy this year. Essure was placed on the patient's right with 5 coils remaining. Patient historical condition include - carpel tunnel diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right coil was not located in her right tube hysteroscopy - on an unknown date: no coils in uterus ultrasound pelvis - on (B)(6) 2016: probable dysmenorrhea x-ray - on an unknown date: confirms essure in the right tube on (B)(6) 2011 : ap and lateral views of the lumbar spine : no osseous abnormality of the lumbar spine. On (B)(6) 2013 : lbc cervical : negative for intraepithelial lesion or malignancy. Shift in flora suggestive of bacterial vaginosis. On (B)(6) 2013 : tissue exam : fallopian tube, left salpingectomy fallopian tube with ruptured ectopic pregnancy. On (B)(6) 2014 : x ray right wrist - most probably a cortical cyst of the carpel scaphoid bone on its distal medially medial aspect. Positive ulnar variance on (B)(6) 2014 : hcg qualitative : negative. On (B)(6) 2015 : hysterosalpingogram : no evidence of left fallopian tube patency status post essure placement. Free spill of contrast in to the peritoneum through a patent right fallopian tube. On (B)(6) 2015 : hysterosalpingogram : the device is not in the tube and appears to be lying in the pelvis. On (B)(6) 2015 : portable ap radiograph : there is an essure device superimposed over the right hemi pelvis. Trocars are in place. (Right essure device.) On (B)(6) 2017 : transvaginal pelvic ultrasound/saline sonohysterogram : normal saline-infusion sonogram with no filling defects. Tiny clots seen moving with fluid infusion. On (B)(6) 2017 : pathology report :"cervix, uterus, bilateral fallopian tubes": a 75 gram uterine body with attached cervix measuring 8 x 48 x 3.4 cm with a 2.4 x 23 cm cervix with a o.9cm os. There is also an additional filshie clip present in the specimen container. The serosa is pink-tan and glistening. The endometrium is tan and 0.3 cm in thickness. The myometrium is pink-tarn and 1.5 cm in maximal thickness. No myometrial lesions arev identified. There are two fallopian tubes present on the uterine body. The left fallopian tube has a filshie clip present and the tube is 3.2 cm long by up to 0,4 cm in diameter. The right fallopian tube is previously ligated, measures 4 cm long by up to 0.5 cm in diameter. There are fimbriae present on each tube. Sectioning through the left fallopian tube reveals a grossly unremarkable cut surface. No essure metallic coil is identified in the left fallopian tube. Sectioning through the right fallopian tube reveals an essure metallic coil measuring 3 cm long by 0.2 cm in diameter. Gross photographs are taken. Sections: 1) cervix 2) endo myometrium 3) left fallopian tube 4) right fallopian tube, sl/eh. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "headache, nausea, weight loss, fatigue, hair loss, back spasm, dizziness, do not use any birth control or contraception at any time following your essure placement procedure", historical condition added from pfs. On (B)(6) 2017: patient medical history, concomitant condition, concomitant drug, historical drug,lab data, reporter added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.